Event description:
This case was outside us, from canada. Nurse from canadian clinic notified teoxane of an adverse event on (B)(6)2025. A female patient was injected on (B)(6)2025 with 2 ml in total of teosyal rha 3, bilaterally in the nasolabial folds (1 ml per side). The injection was done with the needle provided in the box, using the bolus technique. In the past, in 2023, patient had vascular occlusion on unknown area also after teosyal rha 3 injection (rc/2312021). Patient suffered from antibiotics allergy (ciprofloxacin, doxycyline, tetracycline, cyclobenzaprine), claustrophobia, and was under hyperbaric treatment. On the same day after the injection, on (B)(6)2025, patient experienced severe vascular occlusion to angular artery in the left nasolabial fold, accompanied with burning, throbbing, and duskiness to left nasolabial fold, bridge to nose, and glabella. As treatment, on (B)(6)2025, patient received four sessions of hyaluronidase 1500 iu every hour (6000 iu in total), and was prescribed 20 mg of phosphodiesterase 5 inhibitor, tadalafil (cialis) for 2 days, and 80 mg of acetylsalicylic acid for 5 days. The next day, on (B)(6)2025, patient received additional two sessions of hyaluronidase 1500 iu in every hour (3000 iu in total). The patient did not respond for high doses of hyaluronidase, and still complaining of burning and throbbing to her left nostril. Capillary refill to the area was sluggish. On (B)(6)2025, teoxane international medical expert, was informed of the incident and was asked for advice. Based on the received pictures, international medical expert recognized initial pallor, following a livedo and an oedema, and put final diagnosis as a classic case of ischemia of cheek/nose/forehead following dermal filler (ha) injection. He recommended to continue saturating the ischemic area with hyaluronidase (approximately 72 hours), massage the areas and review the patient regularly until complete healing. He also pointed out that the technique used was not the safest technique used for nlf and mentioned that previous ischemia in 2023, increased caution (possible vascular fragility). After follow up information from the reporter (treating nurse), on (B)(6)2025, the international medical expert suggested to consult a plastic surgeon, continue flooding with hyaluronidase, add pentoxyfiline 400 mg 3x/day, and hyperbaric oxygen therapy. On the same day, on (B)(6)2025, reporter mentioned about multiple intraoral pustules and pain in the mouth and asked for plastic surgeon assistance. As treatment, patient was started an antibiotic (keflex) as had multiple allergies and ciprofloxacin was not an option. Moreover, hyaluronidase was repeated 1500 iu in 2 sessions each one hour apart (3000 iu in total). Patient refused hyperbaric treatment. On the same day, the patient visited a canadian expert from clarion, who observed yellow bruising remnants along left marionette line, extending to the lip, nasolabial fold, nose and glabella. There was some excoriation of the left buccal mucosa and tender regions around the left alar. He confirmed left angular arterial vascular occlusion. As treatment, clarion's expert added glucocorticoid, dexamethasone (4 mg bid x 7 days), anticonvulsant drug, pregabalin (lyrica 50 mg bid x 10 days), non-steroidal anti-inflammatory drug, ketorolac (toradol 10 mg), and recommended 3 sessions of fotana laser wound healing protocol. Treatment plan was discussed with the reporter (treating nurse). Two days later, on (B)(6)2025, reporter confirmed that the occlusion had been resolved and the patient required wound care and pain control at this time. On (B)(6)2025, teoxane received information that the patient improved, thus the case was closed as is.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. In this case, according to the timeline and the multiple hyaluronidase injections, the relatedness between our product and the skin oedema and bruises could not be confirmed and was assessed as not related.